Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Additional information was received that the patient is now alleging being diagnosed with cancerous lung nodules while using the device. Patient also alleged visualization of particles in the device. This new information has made this an adverse event allegation. The previous report was also filed as an initial/final, however the manufacturer's investigation is now ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging the patient visualization of particles in the device also the patient alleging being diagnosed with cancerous lung nodules while using the device related to a CPAP device's sound abatement foam.the medical intervention that the patient received in response to the event is currently unknown. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Observed the following from internal and external inspection -dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device and observed evidence of water ingress in the blower box and inside of the blower, suggesting the use of no distilled water in the humidifier water chamber and slight black contamination at the blower seal of the blower box is consistent with the keratin contamination. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was no error found. The manufacturer concludes,that they could not confirm the customer complaint and they confirmed the presence of dust/dirt contamination and there is presence of water ingress in the blower box and blower.